Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On the same day as event onset, the patient was treated with vancomycin injection (intravenous, 1 gram stat) and nuvapine injection (intravenous, dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.